Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance testing was completed to assess the electrical performance and measurements were normal. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---

Manufacturer narrative:
(B)(4); the product was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced three inappropriate shocks. The device was overcounting qrs signals and oversensing t-waves. A review of device data showed that impedances had started to increase up to 199 ohms in (B)(6) 2016. It was observed that the electrode had migrated slightly. The s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported outside the replacement procedure.